Event description:
Pump involved in the death of a pt following routine surgery (arthroscopy). Not thought to be any fault with the pump, although it was the only equipment that they were attached to at the time of death. Pump set 2 mg/ml, 4-hour limit of 30 mg. Bag containd 60 mg of morphine in 30 ml saline. Pump history showed that 33mg was used between mid-afternoon and 6:00 to 6:30am the next day, during which time they were observed with regular checks and no problems. At the end of this time, the the pt was found collapsed. Attempts at resuscitation were unsuccessful". Though requested, no further info was available.